Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" >4, 3.1, 4.9 and 3.3. Pt is concerned because last week he tested and received a result above 4 and retested and received a result at 3.1. He tested the same finger with a fresh stick. Today he tested and received 4.9 and retested immediately and got 3.3. The results were from the same fingerstick today. Therapeutic range is 2.5-3.5.